Event description:
It was reported while using bd maxguard ¿ the tubing was put together incorrectly and the check valve malfunctioned. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing was put together incorrectly which resulted in medication to flow up the tubing rather than to the patient. Verbatim: I am reaching out to inform you that it was brought to my attention the bd 15ml IV gravity tubing we currently have stocked was put together incorrectly. The IV tubing that runs from the manifold to directly to the patient has the injection port put on backwards causing injected medication to flow up the tubing rather than to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2022. H6: investigation summary: a complaint of incorrect flow due to the set being misassembled was received from the customer. A photo and a physical sample were provided for investigation. The injection port was observed to be assembled upside down. The customer complaint of misassembly was confirmed. The set was primed and no issues were observed. A secondary bag was set up and connected to the upside down port. No flow issues were observed. A device history record review for model mx4436 lot number 22049329 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 26apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be an error in the assembly process. A sample set was tested at the manufacturing plant with the same misassembly and flow issues were observed on that set. The possible root cause for the flow seen with the customers provided sample is that the blue component of the port was not correctly sited.

Event description:
It was reported while using bd maxguard ¿ the tubing was put together incorrectly and the check valve malfunctioned. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing was put together incorrectly which resulted in medication to flow up the tubing rather than to the patient. Verbatim: I am reaching out to inform you that it was brought to my attention the bd 15ml IV gravity tubing we "currently" have stocked was put together incorrectly. The IV tubing that runs from the manifold to directly to the patient has the injection port put on backwards causing injected medication to flow up the tubing rather than to the patient.